Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was damage during a device replacement. The lead was then successfully replaced. No additional adverse patient effects were reported. The lead is not expected to be return as it was surgically abandoned